Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cuff leaked and then the customer found there was a secretion in the pilot balloon. While cuff testing process is normal and was not in contact with any sharp objects during inserting. There was 1 quantity affected. The event occurred in hospital while in use with patient. The issue was resolved by changing to a new product. No reported patient harm.